Manufacturer narrative:
Additional information will be provided upin investigation conclusion.

Event description:
It was reported that during transfer the patient fell out from the device. No injury was reported. The customer indicated that the patient health were contributed to this incident.

Manufacturer narrative:
The arjo was notified by the medicines & healthcare products regulatory agency of a customer-reported incident (mhra reference number: (B)(4) [mhra ref: (B)(4)) involving the sara stedy device. Based on the information provided, the event involved a patient who was participating in sit-to-stand exercises using the sara stedy device. While attempting to stand, the patient lost their balance and fell backward, ultimately landing on their bottom. No injuries were reported as a result of the fall. The customer stated that during the exercise, the sara stedy device moved forward. The device was not evaluated by arjo as the customer disposed of the device after the event. After the event, the arjo representative contacted the customer to get additional information regarding the event's circumstances. The customer reported that the patient factors were contributory to this incident. The patient was reluctant to mobilize and non-concordant with other self-care/self-management requiring a significant amount of motivation and instruction from staff to take responsibility for managing his needs. Looking at the incident scenario it has been established that a floor lift was used for patient handling at the time of the event. The patient fell from the device and from that perspective system did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the patient fell during using the device.